Manufacturer narrative:
The manufacturer is currently performing investigation. The investigation results along with the final conclusion will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient reoported a false hypoglycemia event due to possible sensor inaccuracies. The event happened on (B)(6) 2025 at 11:44 pm. The sensor glucose (sg) reading was 40 mg/dl and the blood glucose (bg) measurement showed 136 mg/dl. The patient complained of receiving a low glucose alerts from the eversense e3 cgm system. The patient did not take any actions as it was not a true hypoglycemia event.